Manufacturer narrative:
The device has not been returned to MFR at time of this report. Lot number unknown. Evaluation: method - mfg processes reviewed. Results - no changes in mfg processes were found. Conclusions - no corrective actions will be taken at this time. Sample was produced before corrective actions were implemented. Actions were documented in CAPA (B)(4) and were completed in may 2009.

Event description:
The event is reported as: the stapler jammed during use. No pt injury reported.